Event description:
A medtronic representative reported that, while in a cranial procedure, the site's orange suretrak stopped working. In trouble-shooting, the re-calibrate option was not available. A black suretrak was added to the procedure to allow the surgeon to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that although the site confirmed to me multiple times that they re-added the instrument tool card, I confirmed that the tool card was not present in the application when I did the system checkout. Once I added it back, I had no issues calibrating and navigating all the instruments. The rep suspected that the instrument stopped tracking during the case due to possible fluid on the tracking spheres. The software investigation found that a cause was unable to be determined without further information since the behavior could not be replicated. The software logs clearly demonstrate that the site was actively attempting to select and use the initial instrument, as evidenced by the multiple switches between different instruments without success. All switches from the initial instrument were immediately followed by a different instrument, indicating apparent failure to be able to use the initial instrument. The most likely cause was a physical stop to tracking, such as bio material covering the sphere.

Manufacturer narrative:
On 03/06/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.no further issues have been reported.